Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2009. According to the complainant, during preparation for the procedure as they were testing the prolieve catheter anchoring balloon, a small leak was found. The procedure was completed with another prolieve thermodilatation kit. There were no complications and the pt's condition was reported as fine.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.